Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items and the broken part of the tip in a tegaderm seal paper, for the report. The returned sample was visually inspected and found to be non-conforming with the needle broken at the port. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A photo of the product is attached and has been reviewed by the investigation site. The photo confirms that the tip of the probe is broken. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the tip of the probe was broken. The root cause for the broken tip is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the broken tip was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the metal tip of the vitrectomy probe was broken during surgery and fell into the patient's eye during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm.